Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the patient experienced distance poor distance vision due to the power calculation was based on inaccurate system measurements after refractive surgery in the left eye of a patient. The intraocular lens was explanted and replaced with advanced technology intraocular lens.